Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive despite multiple restarts and shutdowns, and the device required replacement; the user had no case or screen protector and kept the device clean, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no impact to glycemic control, with continued cgm data reception and advice to have backup therapy due to the uncertain device functionality. Investigation included troubleshooting over the phone and verification of shipping and data sync instructions. Investigation of this device revealed a nonfunctional touchscreen resulting in an inoperable user interface, consistent with a hardware display/input failure requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen hardware.